Event description:
Pt was implanted with uss hardware at l4-s1 in 2007. Approximately one year post index procedure, the surgeon noted two broken rods; the pt was fused at this time. Surgeon monitored the pt for a 9 month period at which point a rapid onset of adjacent level disc disease was noted. Pt returned to operating room on (B)(6) 2012. The screws at l4 were removed and exchanged for larger screws along with 2 rods, 2 collars and 2 nuts. An additional 4 collars and 4 nuts were removed concomitantly to facilitate extension of the fusion construct. This is the 8th of 8 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Two lot numbers were returned, #5430226 and #5409627. Both lot numbers were evaluated as it was not possible to determine which was the complained device. Visual inspection noted minor damage on edges. This damage is not manufacture related. Measurements taken found all relevant features conform to product specifications. DHR review found no relevant issues that would result in this product complaint. Lot #5430226 manufactured 1/17/07 and #5409627 manufactured 12/14/06.